Event description:
It was reported that during an anterior resection procedure, the device was fired but knife did not deploy, staples came out but did not form. A new device was opened and used. There was no patient consequence.